Event description:
It was reported that an unexpected reset occurred intermittently. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.